Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the self-adhesive of the infusion set was not sticking well enough. It was alleged that the cannula detaches during the night, resulting in an insulin leak and high blood glucose levels. The caller reported that she is using 40 cm transfer set and believes that it is too short and when she moves during the night the head set detaches.